Event description:
Additional information revealed that one lead was fractured and had become inoperable. Surgeon then decided to replace both leads. Postoperatively, effective therapy was restored.

Event description:
It was reported that patient had lead replacement on (B)(6) 2018. It is unknown at this time as to the cause of the replacement.